Event description:
Customer reported receiving a ¿scan again in 10 minutes¿ message from her/his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer was experiencing ¿gastroenteritis, vomiting and ketones in blood and urine¿ so she/he self-presented to a healthcare provider. The hcp diagnosed customer with hyperglycemia and treated her/him with insulin and ¿serum¿ via intravenous infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and current was applied current to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿scan again in 10 minutes¿ message from her/his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer was experiencing ¿gastroenteritis, vomiting and ketones in blood and urine¿ so she/he self-presented to a healthcare provider. The hcp diagnosed customer with hyperglycemia and treated her/him with insulin and ¿serum¿ via intravenous infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.